Event description:
It was reported that an adverse event occurred. The wearable was inserted into the abdomen, which is off label usage of the device on (B)(6) 2024. On (B)(6) 2024, the patient was attempting to pair a sensor and received the following alerts ¿searching for sensor¿ and then ¿pairing taking too long¿, therefore, the patient was without cgm values. The patient was not using a bg meter as a back-up during this time. Approximately 5 hours elapsed before the patient became symptomatic. The patient was not able to breath or talk. The patient¿s bg meter reading was 24 mg/dl, therefore, the patient¿s spouse called emergency medical services (ems). Ems arrived, and the patient was treated with a glucagon injection and transported to the emergency room. The patient was discharged home 4 days later. The patient was in good condition at the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).